Event description:
Surgery date: 2003. During the surgery, the screw went beyond the plate and into the vertebra. The screw tip crossed the spinal cord. The surgeon inserted one more screw in a different angle from the same location. It was reported that the pt allegedly has suffered paralysis.